Manufacturer narrative:
(B)(4). Batch # p93p39. Investigation summary: the analysis results found that the harh45 device was returned along with the tyvek, the blister was not returned for analysis. Upon visual inspection of the tyvek, it was observed that a piece of blister was broken and still adhered tho the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a bariatric sleeve procedure one plastic corner of the packaging came away when the tyvek was pulled back. Procedure was completed with another device of the same product code. There were no patient consequences reported.